Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The location of the calcified lesion is unknown. The balloon was being used to pre-dilate the lesion. The number of inflations and to what pressures is unknown. The procedure was completed with a quantum maverick balloon catheter. There were no reported patient complications. Patient status listed as "good".